Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission with a patient notifier alert due to an extended capacitor charge time anomaly observed on the implantable cardioverter defibrillator. It was noted that the high voltage charge was initiated by a routine capacitor maintenance. It was also noted that there were no recent ventricular tachycardia or ventricular fibrillation episodes. On (B)(6) 2017 the device was explanted and replaced successfully. The patient¿s condition before, during and post procedure was stable.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly due to a failure within the front alignment hole.